Manufacturer narrative:
Product analysis: analysis confirmed customer comment that errors 300, 303, and 805 occurred. The main printed circuit board (pcb) was out of electrical specification. The device failed incoming functional testing. The c277 capacitor was damaged on main pcb. The upper case was broken. The keypad was scratched. The battery drawer stuck on the lower case. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The user attempted recycling power after an hour of rest with battery removed however the same error appeared. The epg was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.